Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The motor passed the motor test. No motor error alarm was noted. No excessive no delivery alarms noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 434 mg/dl. The customer changed the site and cartridge and treated with the pump. The customer's blood glucose reading went down to 201 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted in displacement test and manual prime. The customer stated that the tests were successful. The customer was advised to monitor the pump and call back if alarm recurs. The customer will be sent a replacement pump to be safe.